Manufacturer narrative:
At the completion of the complaint investigation, based on the patient data received, the clinical evaluation was able to confirm the type 1b endoleak. The clinical evaluation additionally identified the following potential contributing factors to the reported event; off label use and patient anatomy. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There has been no additional adverse events reported for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. On (B)(6) 2016, a follow up, the physician identified a potential type 3b endoleak. On (B)(6) 2016 the physician elected to complete a secondary endovascular procedure. During the procedure the physician confirmed a type 1b endoleak and no type 3b endoleak was observed. The physician implanted an ovation extender to resolve the endoleak. The patient is in stable condition.